Event description:
The calcified, de novo lesion was located it the mid lad. Access to the lesion was tortuous. The guide wire had difficulty crossing the lesion due to the calcification and tortuosity, but it managed to cross. An ivus catheter was advanced over the guide wire; however, the image was not clear so the ivus catheter was removed. During guide wire pull back, the guide wire stuck inside the catheter and both of the devices needed to be removed as a single unit. When the devices were pulled into the guiding catheter, the guide wire separated. All three devices were removed together and the separated guide wire came out inside the guiding catheter without any complications. No pt complications were reported.